Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her act button and up arrow key are unresponsive. The patient's blood glucose at the time of incident was 402 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated and the customer was unable to identify how the keys became unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. We were unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.